Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that pre-operatively diagnostics showed neos = yes and high impedance on the generator that was to be replaced. When the new generator was implanted, diagnostics still showed high impedance. The surgeon closed and is waiting to speak to the family and patient for next steps. Implant card received notes the generator was explanted due to battery depletion and the replacement was seen with high impedance. The suspect product remains implanted in the patient. No known additional relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The generator was noted to be replaced. The explanting facility does not return explanted devices and therefore the explanted generator will be considered discarded.